Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion,prime test and excessive no delivery test. However, insulin pump was received with intermittent button response due to moisture damage keypad traces. No unexpected numbers ramping or scroll bar moving during testing. Also received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
See supplemental report. The customer.

Manufacturer narrative:
The information in section b5 was not included with the initial report. The information has been included with this report. In addition, the information provided in section e1 with initial report was incorrect. The correct information has been provided with this report.

Event description:
It was reported via phone call that the customer had a keypad anomaly. Customer stated the numbers are ramping on their own. The scroll bar is moving without input from the user. Also, the customer mentioned they encountered low blood glucose of 57mg/dl. Customer treated with orange juice and crackers. Customer was unable to find meter, device continued alerting to test blood glucose reading. The customer was advised to discontinue use of the device and revert to back up plan. The customer agreed to return device for analysis.